Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. Power connector plug in and locked in place properly however, unit received with corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that his insulin pump was not accepting batteries. Customer stated the battery changed but the issue was not resolved. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Display did not return even after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.